Event description:
This case was initially received via regulatory authority (B)(6) on 02-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), procedural pain ("pain after insertion"), arthralgia ("joint pain") and fatigue ("fatigue"). Essure was removed on (B)(6) 2015. At the time of the report, the metrorrhagia, procedural pain, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, metrorrhagia and procedural pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on 02-may-18 for the following meddra preferred term: metrorrhagia - the analysis in the global safety database revealed 49 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.